Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter had a battery indicator issue and was also not powering on. It is not known when the alleged meter issues began. As a result of the reported meter issues, the pt reportedly administered self-care by taking an increased dose of glucophage. The pt took one extra 500 mg tablet of glucophage per day. It is not clear if the pt took one or more extra doses of glucophage during the time of concern. On an unspecified date/time after the issue began, the pt reportedly developed symptoms of shakiness, headaches, weakness, nausea, and feeling sick. Also, on an unk date/time during the time of concern, the pt's blood glucose was tested on an unidentified device and a result of "480 mg/dl." It is not known if the reported result was obtained before, during, or after the pt developed the symptoms. It would have been helpful to know the following info: how long the alleged meter issues had been occurring before he developed the symptoms, what actions the pt took before and after the symptoms developed, his testing frequency, and the details of his diabetes mgmt regimen. In addition, it would have been helpful to know when the result of "480 mg/dl" was obtained and if the pt was advised by an hcp to increase his glucophage dosages. The alleged meter issues were not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be associated with severe hypoglycemia after the alleged meter issues began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.